Event description:
It was reported that the patient had a bladder infection. The reporter stated, the patient was going more frequently and not making it to the bathroom. It was stated that the device worked prior to the bladder infection. The patient had a follow-up appointment at the beginning of (B)(6) 2012. Additional information was requested, but was not received at the date of this report. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Product ID, 3889-28 lot# va03gdr, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up from the health care provider reported it was unknown if a culture was obtained. The patient had been given perioperative antibiotics. The patient did not have meningitis. Oral antibiotics were given for treatment. It was also noted the patient was at risk for urinary tract infections prior to implant. No further information was reported.